Manufacturer narrative:
Concomitant medical product: 680r30 heart ring implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought there was an unspecified problem with one of their pacing leads right after the implant. Attempts to gain more information were unsuccessful. The pacing lead remains in use. No patient complications have been reported as a result of this event.